Manufacturer narrative:
Voluntary medwatch submission #: mw5066816. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set tubing was leaking by the joint near the cassette. The patient was on an intermittent intravascular infusion. The administration set was replaced. It was unclear what the impact to the patient was.